Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor(gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window and case. The drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is unable to prime. Customer's blood glucose was unknown. The customer stated the alarm happened during normal use. The customer insisted on a replacement pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.